Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with low blood glucose levels. The customer's blood glucose level at the time of incident was 40mg/dl. The customer states they had issues with sensor readings and calibration alarms. The customer was advised to turn sensor off until blood glucose levels were stable. The cannula was noted to be bent. No further assistance provided.